Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. This unit was returned for failure analysis (fa), and the reported complaint ¿arm 3 engagement issues¿ was confirmed but not replicated. In the system logs, error 22020 was found on the event date, indicating instruments failing to engage on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. Then, the unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. As a result of this investigation, fa was unable to replicate the failure on field. However, fa identifies the top plate to be the potential root cause, as they are functionally consistent with the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered engagement issues on universal surgical manipulator (usm) 3. The caller stated that, prior to calling, they replaced the drape, tried another camera, and tried an instrument, but the issue persisted. The caller stated that they tried the same camera on usm 2 and it did not have any engagement issues. The staff elected to power cycle the system and the technical support engineer (tse) guided them to a hard reset of the robot, but the issue persisted. The tse advised usm 3 may have an issue that needs to be addressed by a field engineer. The caller also noted they were using an 8 mm hex cannula. The staff proceeded with the other three arms. The procedure was completed as planned with no reported injury.